Event description:
Blood was found to be leaking from the blood pump during hemodialysis treatment. Our biomedical technicians evaluated the machine and found that the silicone shields on the rotor were frayed, which led to the metal being exposed and tears in the hemodialysis lines. The rotor was the subject of a bulletin from the manufacturer requiring preventative maintenance every six months. However, we were compliant with our maintenance checks and the rotor still failed prior to the next six-month mark. While this did not lead to direct patient harm, the cut line was an infection risk and led to lost blood volume that couldn't be returned to the patient.